Manufacturer narrative:
The investigation has determined that higher than expected nt-probnp ii (ntbnp ii) results were obtained when processing a nonvitros biorad quality control (qc) fluid on a vitros 5600 integrated system. An assignable cause of the event was not determined. Based on the historical vitros ntbnp ii quality control results obtained, a reagent performance issue is not likely a contributor to the event. No information was provided with regards to how the qc samples were handled prior to processing, therefore, it is possible that improper preanalytical qc handling contributed to this event, however, this cannot be confirmed. It was confirmed that the customer does not perform routine maintenance of the analyzer as required. Failure to perform routine maintenance could affect vitros ntbnp ii results. No diagnostic precision testing was conducted to verify the performance of the vitros 5600 integrated system at the time of the event. In addition, an ortho field engineer (fe) has performed service actions at the customer site for other microwell assay issues and it is expected that the fe will return for continued service actions. Therefore, it is likely that an instrument related issue is a contributor to this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected nt-probnp ii (ntbnp ii) results were obtained when processing a nonvitros biorad quality control (qc) fluid on a vitros 5600 integrated system. Biorad level 1 results of 127.3, 155.5,227.3, 174.99 and 176.02 pg/ml vs expected result of 59.9 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ntbnp ii results were obtained when processing non-vitros qc fluid. The customer made no indication that any patient sample results had been affected. There were no reported allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).